Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nose irritation, and dizziness and/or headache, asthma, inflammatory response, kidney disease/toxicity and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation and there is no contact information to gain additional information on the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021 and z-1974-2021 h3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged nose irritation, and dizziness and/or headache, asthma, inflammatory response, kidney disease/toxicity and lung disease. The manufacturer previously reported section b1 as a product problem. After further review from the manufacturer, it was determined section b1 should have been filed as an adverse event. The manufacturer has updated section b1, b2, and h1 in this report.